Manufacturer narrative:
(B)(4). No visual inspection can be performed since the defective sample is not available for evaluation. However, as an additional test, in-process visual inspection was performed to 20 production samples of code s-1100-08lf batch 74g1901748 that were taken randomly from assembly line. During the inspection no issues or discrepancies were found than can lead to the condition reported by the customer. No conclusion can be established at this time based on the lack of defective of sample. It is necessary to have the physical sample to perform a proper investigation. If the product sample becomes available this complaint will be reopened. The device history record of the product s-1100-08lf batch number 74g1801555 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. An nc report was open for the lot in question, but it is not related with the issue reported. The device history review shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use it was found that there was no more blue liquid in the patient air leak meter; it was empty. The chest tube was disconnected on the patient's side. Clinical consequences: none reported, the chest drainage system has been changed and the chest tube has been reconnected to the suction source under x-ray control.